Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/28/2019.

Event description:
The customer reported that the ventilator produced the diagnostic code "battery failed". There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 25oct2019. Date of report: 31oct2019. Additional information was received on 25-oct-2019 that replacing the battery resolved the problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.